Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a battery-failure alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the customer reported that the battery compartment was damaged. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1884 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
The pump was received with a partially broken battery tube threads and a cracked case behind the pump near the battery tube compartment. The pump passed the self test, active current measurement and sleep current measurement. The pump was monitored and no unexpected failed battery alert/battery failed alarm noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Failed battery alert/battery failed alarm was found on: 12/17/2025 22:45:31.000 to 12/17/2025 22:54:17.000. 12/17/2025 23:00:26.000 to 12/17/2025 23:56:00.000. Insert battery alarm was found on: 12/11/2025 11:26:47.000. 12/17/2025 22:49:00.000 to 12/17/2025 22:51:58.000. 12/17/2025 23:00:40.000 to 12/17/2025 23:58:27.000. Low battery alert was found on: 12/11/2025 11:17:00.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 15-dec-2025 at 01:18:52.000. There was no power data available for the date of 11-dec-2025. Unable to check power data for low battery alert. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. No unexpected low battery alert and failed battery alert/battery failed alarm noted during testing. In further review of the formatted history file 1 week prior to the event date of 17-dec-2025, these pump error(s)/alarm(s) were noted: lostsensor1alert (780) was found on: 12/13/2025 22:38:00.000. Lostsensor2alert (781) was found on: 12/13/2025 22:55:00.000. Sensorsignalnotfound (796) was found on: 12/13/2025 23:27:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor signal not found or unexpected sensor errors or anomalies were noted during testing. Pump error 63 alarm (file number: 2017 line number: 147) was found on: 12/17/2025 22:45:28.000. Pump error 63 alarm (file number: 2017 line number: 147) was confirmed according in the formatted history file, suspected on hw. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator¿assembly noted. The test p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a broken belt clip rails. Cosmetic damage was confirmed at the case - battery compartment of the pump during analysis. The pump passed all the required testing. Customer alleged for failed battery alert/battery failed alarm was not confirmed. However, pump error 63 alarm (file number: 2017 line number: 147) was confirmed according in the formatted history file, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.